Event description:
It was reported that during a surgical procedure to remove the neurostimulator system, the lead was damaged and was not able to be completely removed. The reason for the explantation of the device was that the pt needed an MRI and never had therapeutic effect. The pt was to be referred to a neurosurgeon for complete removal of the lead. Additional info was requested.

Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unreprieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(6) 2010).